Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed external impact damages consistant with mis-handling. Further investigation within the device found internal components on the control board were cracked from the external impact. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.